Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices confirmed the reported event. The fixation pin was broken and stuck in one of the pin holes of the cutting block. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded pin got stuck in cross pin hole and could not be extracted. Nothing was retained in patient and no delay. This is all info I have.